Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to call back if any issues arose, which the customer acknowledged and understood.